Manufacturer narrative:
The lot was manufactured from september 17, 2019 - september 18, 2019. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed a reddish-brown particle, measuring 0.15 to 0.30 square mm. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was subsequently identified to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. The reported condition of particulate matter was verified on the returned sample. The cause of the condition is related to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed on the tubing of one small volume intermate. This was identified prior to the injection of medication. There was no patient involvement. No additional information is available.